Event description:
A malfunction was reported on the pump by the customer, with a specific malfunction code of malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer continued to use the current pump as backup therapy, and customer technical support resolved the issue by sending a replacement pump. The customer was instructed to return the problematic pump to tandem using the provided return box and pre-paid label, acknowledging the steps needed upon receiving the replacement.